Event description:
Customer reported a crack by the battery compartment of her insulin pump. The customer's blood glucose was 490 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Pump received with minor scratched display window, cracked display window corners, broken battery tube threads, cracked reservoir tube lip.